Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified low sensor scan results in comparison to unspecified readings from competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and seizure. Later on, the customer was able to self-treat with two pieces of hard candies. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event.Reportedly, scan results of 57 mg/dL and 72 mg/dL on the ADC device compared to glucose readings of 200 mg/dL and 214 mg/dL obtained on competitor brand meter. and the results, when plotted on a Parkes Error Grid, fall into the C Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.